Event description:
It was reported that during an ICD upgrade procedure, externalized conductors were observed on the lead. No electrical anomalies were detected. Lead was capped and replaced. Patient condition was okay after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.